Manufacturer narrative:
Following the reported replacement of the imaging system computer. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Testing found that the imaging system software would not launch entirely. The application launched successfully following reinstalling the software. This confirmed a software failure due to a corrupt operating system. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when starting up the imaging system, the imaging system application failed to load. Restarting the system did not resolve the reported issue, the representative then replaced the computer and the imaging system operated as designed. No additional information was provided. There was no patient present when this issue was identified.